Event description:
A home patient (hp) contacted global technical services (gts) regarding assistance with set up on the homechoice (hc) unit. The hp stated, she was unsure which bag stays on the heater plate during the therapy. The technical service representative (tsr) advised the hp of proper placement. The hp stated, she had the wrong bag on the heater. The tsr advised the hp to place the red clamp line supply bag on the heater. The hp confirmed she was in the fill cycle with fill volume (fv) = 1178 ml. There was no patient injury or medical intervention reported. No additional information is available at this time.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 178 mg/dl and 396 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.